Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that a patient w/ bi-lateral interstim had systems removed for MRI and a lead fragment was also reported. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4).. Correction: malfunction applies rather than serious injury. Initial reporter was located and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the patient had previously had product removed for an m ri but a lead fragment was left in place. On (B)(6) 2018 the patient was seen to get new system implanted, and the rep had called technical services to find out if the new lead could be placed next to the lead fragment. The lead fragment remains in place as the hcp was not able to remove it, reason unknown. No symptoms were reported and no further complications were noted or are anticipated.